Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation the customer provided a video for evaluation and photographs were taken from the video. The video showed an eye being implanted with the suspect product. A lens was observed coming out of the handpiece torn on one side. Due to no product being received, no further evaluation could be performed. The complaint issue "iol torn" was identified during video evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was removed during the same procedure. Section d6b - explant date: n/a - lens was removed during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implantation of the preloaded monofocal intraocular lens (iol), the surgeon noted a split in the iol. The iol was removed and replaced with an unknown johnson & johnson 3 piece iol. However, this implantation was aborted as the surgeon reported dissatisfaction with the experience/ product. The patient remains aphakic and the surgeon plans to bring the patient back to the clinic when a third, unknown iol model will be inserted. Through follow up we learned that the original iol was torn in through the optic surface. No further information was provided. This report is for the first iol (original) mentioned. The second lens involved does not meet reportability criteria. Therefore, no report will be submitted against the second lens.